Event description:
On (B)(6) 2011, this patient underwent an arch replacement surgery with 'elephant trunk' procedure. A bypass surgery was also performed from the ascending aorta graft to the brachiocephalic and left common carotid arteries, and from the right axillary artery to the left axillary artery. On (B)(6) 2011, the patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses. After placement of the devices, the left subclavian artery was coil embolized. No issues were reported during the procedure, and the patient tolerated the procedure. On (B)(6) 2011, post-operative follow-up imaging showed no issues with the diameter of the aneurysm measuring 59 mm. On (B)(6) 2012, one year follow-up imaging revealed a type ii endoleak of unknown origin with the diameter of the aneurysm measuring 53 mm. On (B)(6) 2013, two year follow-up imaging showed that the endoleak persisted, with enlargement of the aneurysm to 62.3 mm. The physician elected to monitor the patient. On (B)(6) 2014, three year follow-up imaging showed that the endoleak persisted, and the aneurysm further enlarged to 66mm. On (B)(6) 2014, embolization procedure to the left subclavian artery was performed to repair the endoleak. On (B)(6) 2014, embolization procedure to the left common carotid artery was performed to repair the endoleak. On (B)(6) 2015, four year follow-up imaging showed resolution of the endoleak. The diameter of the aneurysm was 72mm. According to the (B)(4), no further information is available.

Manufacturer narrative:
Additional device implanted and involved in this event: tgt3715/8590296. Udis for the lots are as follows: (B)(4).

Event description:
On (B)(6) 2011, this patient underwent an arch replacement surgery with 'elephant trunk' procedure. A bypass surgery was also performed from the ascending aorta graft to the brachiocephalic and left common carotid arteries, and from the right axillary artery to the left axillary artery. On (B)(6) 2011, the patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses. After placement of the devices, the left subclavian artery was coil embolized. No issues were reported during the procedure, and the patient tolerated the procedure. On (B)(6) 2011, post-operative follow-up imaging showed no issues with the diameter of the aneurysm measuring 59 mm. On (B)(6) 2012, one year follow-up imaging revealed a type ii endoleak of unknown origin with the diameter of the aneurysm measuring 53 mm. On (B)(6) 2013, two year follow-up imaging showed that the endoleak persisted, with enlargement of the aneurysm to 62.3 mm. The physician elected to monitor the patient. No further adverse events were reported.